Manufacturer narrative:
1. DHR/bhr review (lot#4052074): 1) this batch of products were assembled at intima ii auto line 4 in mar 2024 and packaged at cfs package line in mar 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned photos but did not return the defective sample. A photo shows that the unit packaging is not opened, the gauge is 24g and the batch code is 4052074, there are black foreign matter attached to the latex closure of the prn. 3. Check the retained samples of this batch, no foreign matters are found at the prn. Conclusion(s): no abnormalities are found in the process and retained samples. The returned photo shows that there is black foreign matter on the prn, but as the defective sample is not received for further testing, the composition of the foreign matter cannot be determined, so the specific source of the foreign matter cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information is available.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter